Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -11.0/1.5/091, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown.